Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb experienced foreign matter in device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material #: 309575, batch #: 9155876. I would like to register a product complaint regarding a syringe one of our pharmacies received. Date of incident: (B)(6) 2020, part name: bd 3 ml syringe/21g 1" needle, expiration date: 05/31/2024. Description of complaint: the pharmacy discovered a foreign substance on the needle prior to use. There was no patient impact as this was detected in the pharmacy prior to use. Number of boxes of this lot you received? 1.

Manufacturer narrative:
H.6. Investigation: three photos and one loose 3ml syringe with needle attached were received and evaluated. It was observed in two of the photos and the physical sample there was a large white foreign matter fiber on the tip of the cannula and multiple smaller particles present throughout the length of the cannula. The particles and fiber appeared to be plastic with at least one larger than level 3 in size, which was rejectable per product specification. One of the photos displayed the top a blister pack from batch 9155876 (p/n 309575). Fourier transform infrared spectroscopy was performed. The foreign matter could not be identified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions are necessary based on the defective rate identified. Batch 9155876 is considered in compliance with our product specification requirements. Potential root cause for the foreign matter defect is associated with the needle manufacturing process. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll w/ndl 21x1 rb experienced foreign matter in device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material #: 309575, batch #: 9155876. I would like to register a product complaint regarding a syringe one of our pharmacies received. Date of incident: (B)(6) 2020. Part name: bd 3 ml syringe/21g 1" needle. Expiration date: 05/31/2024. Description of complaint: the pharmacy discovered a foreign substance on the needle prior to use. There was no patient impact as this was detected in the pharmacy prior to use. Number of boxes of this lot you received? 1.